Event description:
It was reported that during a drug eluting stenting treatment procedure, there was stent damage. The physician tried to implant a 2.75x32mm taxus liberte stent to a patient with restenosis, however while trying to cross the lesion, the stent structure was damaged.

Manufacturer narrative:
Initial visual examination of the returned unit found severe damage to both the distal edge and middle of the stent. The first 6-7 rows of the distal section were severely misaligned. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. Solidified contrast media present within the lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. A review of the device history record this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is considered operational context due to anatomical/procedural factors encountered during the procedure performance was limited.